Event description:
The customer reported via phone call that the insulin pump alarmed motor error while rewinding. The customer confirmed that there were other instances of the motor error alarm in the alarm history of the insulin pump as well. The customer's blood glucose was normal and did not require medical treatment. The customer was agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.